Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing on the right ventricular channel was observed. Programming changes were recommended. The patient was in a good condition.